Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. It was noted that the patient received an alert. The pacemaker was discovered to be in backup vvi mode. After the device was restored, the device generated the alert again and was in backup vvi mode a second time. The device was eventually restored successfully. The patient was in stable condition.